Event description:
Info rec'd indicates the bed was fully up, head and knee up went up automatically at the same time around midnight with the bed being occupied by a pt. The pt was just out of surgery with an incision on her abdomen. The unintentional movement into the chair position caused harm to the pt's incision. The pt was frightened and felt uncomfortable, causing her to vomit. The next day the pt had foot dropsy, but the hosp does not believe that the symptoms were caused by the bed. The control box was replaced to repair the bed.